Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 18-may-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (3.0 mg/ml at 0.9987 mg/day), bupivacaine (30.0 mg/ml at 9.987 mg/day), compounded baclofen (200.0 mcg/ml at 66.58 mcg/day) and clonidine (150.0 mcg/ml at 49.93 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's it opioid was rotated from morphine to hydromorphone on (B)(6) 2016. The catheter was accessed to avoid a bridge bolus and the catheter was difficult to aspirate. Saline was injected easily, but csf flow remained minimal likely indicative of sheath at the catheter tip. Physical examination did not reveal any neurological deficits. The plant was to revise the catheter. On (B)(6) 2016, the patient's insurance was not in network with the hospital, so the catheter revision was delayed. On (B)(6) 2016, the patient transferred care without any further diagnostics or interventions, as the patient's new insurance was not contracted with cpsc. It was indicated the event was related to the device or therapy and possibly related to the drug hydromorphone, bupivacaine, clonidine, and baclofen due to increased dose. No actions were taken and the issue was unresolved with no further action planned. Additional information received from a healthcare provider via a clinical study reported the cause of the difficulty aspirating the catheter was not determined. It was noted the patient's baseline weight was 150 lbs. The sheath at the catheter tip was not confirmed.